Event description:
Investigation by the MFR consisted of a video that was reviewed and evaluated by a consultant. It was the opinion of the consultant. It was the opinion of the consultant that it was apparent that the pt sustained a "capsular block phenomenon". This complication is more related to capsulorhexis then it is to any given lens implant. The observed situation was caused by the surgical procedure. No further info is expected.

Manufacturer narrative:
Note that this report was received by pharmacia iovision on 1/4/96. It was brought to the attention of corporate pharmacovigilance (cpv) on 9/12/96 from sweden. The consultant opinion of the report was received at pharmacia iovision on 7/16/96 and forwarded to cpv on 9/27/96. This should clarify manufactrer receive dates.